Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were returned with no device allegation. The returned ipp components were analyzed and the pump failed the activation test, requiring more than 8 lb of force to activate. This condition could affect the functionality of the device, likely leading to the removal of the device.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the identified pump condition likely contributed to the removal of the device. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the cylinders were visually inspected, leak tested, pressure tested and examined using a microscope; no visual damages were found upon inspection. The cylinders passed leak and pressure tests performed. The pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament; no leaks were found. The pump was functionally tested and failed the 8 lb. Activation test. The pump therefore required more than 8 lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the device. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.